Event description:
It was reported that on 11.12 infusion of the port indwelling needle, the operation process was smooth, no abnormalities after the infusion of chemotherapy drug. On 11.14 for replacement dressing, removal of the dressing found that there is a small amount of blood oozing from the wing part of the needle, inspection found that the wing of the needle against the front part was the fracture. Patient's family members confirmed no localized pressure or fracture on the infusion port in recent days. The infusion port indwelling needle was then changed to the ordinary indwelling needle. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion set is confirmed, but the exact cause is unknown. One photograph of an infusion set was returned for evaluation. An initial visual observation of the photograph showed a powerloc in use. A small drop of blood is shown on the powerloc hub. It was difficult to discern the cause of the leak on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on 11.12 infusion of the port indwelling needle, the operation process was smooth, no abnormalities after the infusion of chemotherapy drug. On 11.14 for replacement dressing, removal of the dressing found that there is a small amount of blood oozing from the wing part of the needle, inspection found that the wing of the needle against the front part was the fracture. Patient's family members confirmed no localized pressure or fracture on the infusion port in recent days. The infusion port indwelling needle was then changed to the ordinary indwelling needle. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.